Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to aseptic glenoid loosening. This event report was received through clinical data collection activities.

Manufacturer narrative:
After further review of additional information received the following sections a2, a4, b4, b5, b6, b7, g3, g4, g7, h2, h3 and h6 have been updated accordingly. The complaint products were not received for analysis. The reported malfunction of aseptic glenoid loosening cannot be confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Manufacturing data could not be reviewed because the manufacturing lot/serial information was not provided. There were no user-related issues reported that appear to have contributed to the reported event. The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed because neither the device nor x-rays were provided for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Also, it is stated that there are device specific risks of osteolysis, fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and unintended bone fractures any of which may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of glenoid loosening and humeral loosening associated with the fracture of the greater tuberosity of the left shoulder joint devices is most likely due to an insufficient bond between the implant and the bone in conjunction with the patient's underlying conditions of preexisting osteolysis. This device is used for treatment, not diagnosis. Section(s): no information has been provided. D4. With out serial numbers unable to provide d4. Expiration date & h4. Without catalog numbers, unable to provide g5.

Event description:
It was reported from france. The patient reported with aseptic glenoid loosening and aseptic humeral loosening associated with a fracture of the greater tuberosity on (B)(6) 2016. The event outcome from surgery was reported as resolved. No additional information was provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00527 and 1038671-2018-00528.